Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead was damaged. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
Correction b3: previous report should have mentioned the date of event was noted on 6th november 2023.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead was damaged. The lead was not used and was replaced. The patient was in stable condition.